Manufacturer narrative:
Device eval: the customer will not be returning any devices for eval/investigation. The lot number was not provided. Therefore, a review of the device history record cannot be conducted. Lot number not provided, unable to conduct device history record review. Conclusions: other, a f/u report will be submitted when the device eval has been completed.

Event description:
The stopcock breaks when they apply 500 psi. This happened with four (4) units from the same lot. No report of harm or injury. This is one of four (4) reports for this complaint. 1721504-2010-00215, 1721504-2010-00217, 1721504-2010-00218.